Event description:
The device was applied during an unspecified procedure. Reportedly, the instrument was difficult to close on tissue. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.